Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2015: results: essure migration. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases 2020-072945 (bus-2020-us-028935) and 2017-233306 (bus-2017-us-081659) are duplicates of each other. All the information from the deletion case was transferred to retention case 2017-233306. Event added- pelvic pain, reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.